Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided. Reportedly, the customer changed cartridge to address bg. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.